Manufacturer narrative:
The manufacturer representative went to the site to test the imaging system. No hardware parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used pre-operatively to a spinal fusion procedure. It was reported that the door would open but then it did not close. Troubleshooting was performed however rebooting didn't solve the problem. The probable cause of the reported issue could be the controller. The site decided to postpone the procedure and reschedule for a different day. There was a delay of longer than an hour. No impact on patient the issue occurred pre-operatively.